Manufacturer narrative:
Citation: paulo fonseca. Aortic valve calcium volume predicts paravalvular regurgitation and the need for balloon post-dilatation af ter transcatheter aortic valve implantation. J interv cardiol. 2016 feb;29(1):117-23. Doi: 10.1111/joic.12267 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding aortic valve calcium predicts paravalvular leak (pvl) and balloon aortic valvuloplasty (bav) following transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2007 and 2014. The study population included 152 patients (predominantly female; mean age 79 years), 103 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: moderate paravalvular regurgitation, valve oversizing, annular rupture, cardiogenic tamponade, and cardiogenic shock. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.